Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 85% stenosed target lesion located in the moderately calcified and moderately tortuous mid left anterior descending artery. After pre-dilation, a 3.0x32mm promus element plus stent was advanced for treatment but was not able to cross the lesion. Upon removal, stent damage was noted on the proximal portion of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Update: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: returned product consisted of a promus element plus stent delivery system and stent with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive inflation pressure. There were three stent struts stretched and bent in the first row of the proximal end of the stent. The distal tip was damaged. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported crossing difficulty and the confirmed stent and tip damage. The reported crossing difficulty could not be confirmed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 85% stenosed target lesion located in the moderately calcified and moderately tortuous mid left anterior descending artery. After pre-dilation, a 3.0x32mm promus element plus stent was advanced for treatment but was not able to cross the lesion. Upon removal, stent damage was noted on the proximal portion of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: mid 40's. (B)(4). Device is combination product. (B)(4).